Event description:
It was reported by service report that the breakaway head section would not lock in position and the lift here labels were missing. No patient involvement or adverse consequences are reported.